Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The device was subjected to a simulated treatment test which was completed without any failures or alarms. The valve actuation test and system air leak test and the load cell verification passed. There were no discrepancies encountered in the internal inspection of device. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.

Event description:
A patient's clinic registered nurse (rn) reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2017. The patient experienced drain volume that was of 225% of their fill volume. The patient was reported feeling full but was able to complete treatment. The described symptom of feeling full was reported to have dissipated following therapy. The patient had a last drain volume of 4952ml and their largest fill volume was 2203ml. The reported large drain of 4952ml was 225% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's nurse reported that the patient did not require medical intervention or treatment as a result of this event. The patient¿s dialysis cycler was replaced.